Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture : cannot be observed. Pain: unable to observe since it is a medical event and is not related to the device. Additional observations: red article observed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side hard breast, pain and mammography showing ruptured implants. Device has been explanted.